Event description:
Md attempting to gain radial access for stroke pt with calcified vessels. Portion of radial sheath became dislodged in pt. A 7fr rist catheter was unable to be traversed due to calcification and became lodged in the radial artery unable to be removed.